Event description:
It was reported that the insulin pump alarmed no delivery and suspended insulin delivery without prompting. The customer's mother did not provide the blood glucose reading. She stated that she was unable to troubleshoot for the issue due to this having been a past event that had occurred a week prior to the call. She noted that the device had been under the customer's pillow when it suspended insulin delivery. She reported that the insulin pump had failed twice on the first day of use, once in the middle of the night, and again on while the customer was eating lunch at school. She stated that the filled-in circle did not appear on the screen during the no delivery alarm. She declined further assistance and advised that she would call back later. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.